Event description:
It was reported that gas leak occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified lower limb artery. A 4.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. During the procedure, it was noted the balloon was leaking gas while inside the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that gas leak occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified lower limb artery. A 4.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. During the procedure, it was noted the balloon was leaking gas while inside the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed pinhole 8.7cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified during the product analysis.